Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the week prior to (B)(6) she tried to connect to her implantable neurostimulator (ins), but it was giving her trouble. The patient was able to connect with patient services on the phone and increase stimulation to 4.0 and the patient stated she was feeling stimulation. The patient stated, ¿it isn't working right¿. The patient stated she saw her healthcare professional (hcp) about a year ago when ¿it was acting up¿ and he reprogrammed her device. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.